Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported door not fully latched alarm. Unit was received inoperable due to the door not fully latched alarm caused by loose link screws. The alarm was resolved during evaluation by adjusting the screws with the door performing as expected. The link screws will be replaced. See scanned page.

Event description:
It was reported that a pump was a door not fully latched alarm. It was also reported that there was no patient injury.